Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that after disassembling the device, there were deformations present on the j-hook which are indicative of the user trying to remove the reload before the firing rod has returned to the proper home position. It was reported that the unload button did not move as expected. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when the blue button is pushed and the j-hook is not completely depressed, the edge of the single use loading unit (sulu) load link will catch the j-hook and deform it. It was also reported that the articulating device experienced difficulty in straightening or aligning distal end to the neutral position and upon loading, the reload was not seated properly and/or wobbled with movement of the device. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic partial gastrectomy, after firing the device, the articulation of the reload did not return to neutral and the use was stopped. New adapter and new reload were used to resolve the issue. The surgical time was extended by less than 30 min. After the procedure, device was checked and it was noted by the sales rep that the connection of the adapter and the cartridge were found to be improper (release button was found completely not returned, also there was gap in the connection part between the adapter and the cartridge). No patient injury.